Event description:
Surgery date: 2004. It was reported that the driver slipped and punctured the spinal cord. Pt lost feeling and motor functions in low body. All hardware was removed. Pt has since gained all functioning of lower body, per doctor. Hardware has been re-implanted. Surgery date unk. Pt was released from the hospital in 2004. Pt is doing fine.